Event description:
A 3.0mm diameter x 15mm length ave micro stent ii was successfully placed at the target lesion in the circumflex coronary artery. Later that same evening, the pt returned to the cath lab with thrombosis of the circumflex coronary artery. Reopro was administered to the pt for treatment of the thrombus, and the stent was redilated with a ptca balloon. The subsequent procedure was successful, and there was no additional clinical sequelae reported relative to the event.